Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hospital, field contact or distributor. A review of the finished device lot history record (lhr) did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during procedure. Symptoms/ae: none. It was reported that after deployment of a stent, the fox plus balloon catheter was delivered for post-dilation. During the first inflation, the balloon ruptured at 16atm. There was no tortuosity at the lesion. There was no pt injury or adverse effects reports. No add'l info was available.